Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty force sensor resistor (gold). Unable to confirm compromised forced sensor system alarm due to motor error alarm. Pump passed displacement test and unexpected restart error test. No unexpected restart alarm noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system and had prime rewind anomaly. The customer experienced high blood glucose of 126 mg/dl. The customer reported that they had another pump error alarm. The customer stated that while changing reservoir and when priming she got pump error alarm. The customer reported that the drive support cap was appeared normal. The customer reported that they were able to rewind the insulin pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.